Event description:
Patient had MRI. The programmable shunt is conditional to 1.5 tesla with pressure setting to be checked before and after MRI exposure per manufacturer website. Fsh MRI guidelines indicate if patient doesn't have a appointment with neurologist to check. Shunt within 24 hours after MRI, staff should obtain xray shunt series pre and post MRI. Patient had a MRI abdomen with programmable vp shunt. Shunt was disclosed on metal safety checklist. During a hand off of care, shunt was described to scanning tech as safe, when in fact the shunt was programmable. Without this occurring, patient slowly developed hydrocephalus, per university neurologist. Discovery of shunt pressure setting modifications, due to MRI environment, was not until one month after patient was discharged from hospital original admission.